Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, when sigmoid colon of anal side was resected, the device did not fire. It was squeezed, but there was no staples had been fired and second squeezing have not been able to be performed. A new device was used to complete the case. There was no patient injury.